Manufacturer narrative:
Device evaluation:the unit was received at the international service center for evaluation. Service technician confirmed the reported problem. Resolution and disposition: battery was replaced.

Event description:
The manufacturer's sales representative reported that "battery failed¿ alarm occurred during run-in at sales office. Charging was unable to be done and v60 unit was unable to operate on battery. Battery charging lamp was not light up though ac power was connected and unit was run in. There was no patient involvement.